Event description:
Note: this report pertains to one of three devices implanted during the same procedure. Associated manufacturer reports #3005099803-2012-03530 and #3005099803-2012-03531 pertain to the other devices. It was reported to boston scientific corporation that solyx single incision sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.